Manufacturer narrative:
The company rep observed "electrical test failure code #117" (front end a/d reference failure at power up) alarm. The company representative replaced the front end pcb (part number 0670-00-0668). The iabp was tested to factory specification. It functions normally and was returned to the customer. The front end pcb was received by the mfg facility at (B)(4) for eval. The failure analysis confirmed the failure. The part was returned to the MFR, who fixed the board and returned to stock. The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformities in the DHR related to the reported event. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp generated an "electrical test failure code #117" (front end a/d reference failure at power up) alarm. The iabp was replaced and therapy was initiated. No patient was involved.